Event description:
(B)(6) reported to smiths medical ((B)(4)) that the arterial pressure line came apart at what should have been a factory sealed joint. The pt bled from the line and tubing still connected. It was noticed by a nurse at the time of the incident. The line was clamped and the complete line was changed. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The sample has not been received from the customer. The device history could not be reviewed without a reported lot number. Smiths was unable to confirm the issue or determine a possible cause without returned product eval. A f/u MDR will be submitted should info become available that impact this investigation. No additional action is necessary at this time.